Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: the device was returned for evaluation. The difficulty removing the stylet was confirmed. Based on visual, functional, and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that prior to preparation, the xience prime and xience prime ll everolimus eluting coronary stent systems instructions for use states: remove the product mandrel and protective stent sheath by grasping the catheter just proximal to the stent (at the proximal balloon bond site), and with the other hand, grasp the stent protector and gently remove distally. If unusual resistance is felt during product mandrel and stent sheath removal, do not use this product and replace with another. Subsequent attempts to remove the stylet would have damaged (stretched/necked/wavy) the shaft and separated the inner member. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during preparation of a 2.5x33 rx xience prime stent delivery system the stylet could not be removed. The device was not used and there was no patient involvement. A 2.5x32 non-abbott stent was used to complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided. This is being filed based on the returned device analysis which revealed that the inner member was separated 7 mm distal to the guide wire exit notch for a length of 3 cm. The outer member was intact.